Manufacturer narrative:
H3. Analysis of the lead (s/n: (B)(6)) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation implant procedure, the lead test cable was opened to measure impedance and it was noticed that the casing on part of the wire was not covered. Impedance showed high. The lead test cable was replaced but high impedance remained, so they ended up replacing the lead as well. It was indicated that the lead was never implanted. After replacing the lead, impedances were in normal ranges. The issue was resolved. No patient symptoms were reported.